Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Failure (event) observed during analysis. The battery voltage was lower than expected. The cause for the premature battery depletion could not be conclusively determined.